Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances. The impedance measurements vary between 115-135 ohms. Boston scientific technical services informed that a gradual increase in impedances are due to calcification or scar tissue formation. Technical services recommended to perform a 41 joule shock to determine the difference between measured and delivered impedance. At this time, this rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device declared a code 1005, which indicates an open circuit was detected during shock delivery. Shock impedance measurements were noted to be out-of-range on the last shock in reverse polarity. Additionally, review of a ventricular episode found that the patient received six shocks and therapy was exhausted. Technical services could not determine if this was a true ventricular tachycardia (vt) episode or supraventricular tachycardia (svt) therefore, it is unknown if the shocks were appropriate. The shock channel looks like possible svt. It was recommended to replace the lead system. At this time, the lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient underwent an attempted right ventricular (rv) lead extraction. It was noted that the rv lead was fractured. After, eight hours the patients superior vena cava (svc) tore and was surgically repaired. Then the patient went into cardiac arrest in which cardiopulmonary resuscitation (CPR) had to be performed. It was noted that the CPR lacerated the patient's liver which also had to be surgically repaired. The patient's family withdrew care due to poor prognosis and the patient ended up passing away. The implantable cardioverter defibrillator (ICD) was explanted, and rv lead was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances. The impedance measurements vary between 115-135 ohms. Boston scientific technical services informed that a gradual increase in impedances are due to calcification or scar tissue formation. Technical services recommended to perform a 41 joule shock to determine the difference between measured and delivered impedance. At this time, this rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device declared a code 1005, which indicates an open circuit was detected during shock delivery. Shock impedance measurements were noted to be out-of-range on the last shock in reverse polarity. Additionally, review of a ventricular episode found that the patient received six shocks and therapy was exhausted. Technical services could not determine if this was a true ventricular tachycardia (vt) episode or supraventricular tachycardia (svt) therefore, it is unknown if the shocks were appropriate. The shock channel looks like possible svt. It was recommended to replace the lead system. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances. The impedance measurements vary between 115-135 ohms. Boston scientific technical services informed that a gradual increase in impedances are due to calcification or scar tissue formation. Technical services recommended to perform a 41 joule shock to determine the difference between measured and delivered impedance. At this time, this rv lead remains in service. No adverse patient effects were reported.